Manufacturer narrative:
The insulin pump alarmed motor error followed by intermittent buttons due to corroded keypad traces. Unit passed displacement, basic occlusion, occlusion, prime, excessive no delivery alarm due to motor error alarms during rewind.

Event description:
It was reported that the customer's insulin pump had a button error and she was hospitalized due to high blood glucose. Nothing further was reported.